Manufacturer narrative:
(B)(4). The initial report for this event was submitted with an incorrect MFR report number. The initial report is being re-submitted with the correct MFR report number.

Event description:
It was reported that an asymptomatic patient presented in-clinic after receiving a vibratory alert. The device was found to be in backup vvi reset mode. A device download was performed successfully. The device was programmed back to the previously set outputs. The patient will be followed normally.